Event description:
It was reported that the physician was not able to shape the distal tip of the guidewire (subject device). Analysis of the returned device found that the device was broke.

Manufacturer narrative:
Date of event: unk. A review of the device history record was performed on this batch and no issues or discrepancies were found. The device history record showed that this device met all required specifications. Based on the investigation and info provided, there is no indication that the released device, labeling or packaging failed to meet its specifications. Device analysis found the guidewire was slightly bent 1.5cm from its distal end and the core wire appeared to be moving in the nitinol tubing. The nitinol tubing was separated to discover that the core wire had been separated at approximately 2.0mm from its distal tip. The stainless steel core wire distal section (approximately 2.0mm section) was found to be separated. The device was placed under magnification and it was observed that the core wire appeared to be twisted just proximal and distal to the separated section. Additional analysis of the core wire fracture site using scanning electron microscopy (sem) found the core wire fracture surface revealed the core wire is twisted in the fracture area indicative of torsion. The fracture surface circular is characterized by dimples likely indicative of torsional overload. All dimensions which could be measured were found to be within specification, including the distal tip of the guidewire. Subsequently, it is likely that the fracture of the core wire directly caused the reported inability to shape the distal end of the guidewire. The sem analysis of the core wire fracture site indicates the fracture on the device was likely caused by torsional overload. A definitive source or cause for the torsional overload however cannot be determined. A possible cause of torsional overload can be excessive manipulation of the device through excessively tortuous anatomy. In this case, event info indicating the device was not used in the pt and that the reported issue occurred during preparation. Therefore, it cannot be concluded that excessive force during use caused or contributed to the fracture.